Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure the box was received unopened by inwards goods staff. Rep opened packaging box to get product out and when the product box was removed it was noted to be opened. The serrated portion was already open. One device will be returning.

Manufacturer narrative:
(B)(4): after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Complaint indicated that the rep opened the packaging box and found the serrated portion was already open. The complaint was unclear if the packaging box was open or if a package was open. The packaging sales unit box was not returned, only the sections of the box with the lot number and the product code. The remainder of the box was not returned, so it could not be confirmed that the box was open. The reference made in the event description to "serrated portion" of the box must likely refers to the dispenser feature on the sales unit box, but that portion of the box was not returned for analysis. Each of the six returned packages was visually examined and each was found to be conforming and was not open. Complaint could not be confirmed.